Manufacturer narrative:
1038671-2024-04332, 1038671-2024-02356 the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. The reason for the revision reported cannot be confirmed from the information provided but was likely the result of infection. The reported prosthesis wear and femoral loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.

Event description:
It was reported via legal documentation that approximately 35 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and infection. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.